Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when device became broken. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part. Manufacturing location: (B)(4), manufacturing date: 20. July 2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the blue plastic handle of a titanium elastic nail (ten) inserter was broken. It is unknown when it occurred, but no patient involvement. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (inserter for titanium elastic nails), part number 359.219, lot number 9452108. The subject device was returned with the complaint condition stating that the blue plastic handle of a titanium elastic nail (ten) inserter was broken. The handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. The handle broke at the critical cross section at the location of the change of shaft diameter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.